Manufacturer narrative:
(B)(4). The homechoice was evaluated by the product analysis lab (pal). The homechoice failed the returned instrument test/evaluation (rite) electrical test due to a ground bond failure. The assignable cause of the rite failure was determined to be a loose setscrew on the door post. Review of the service history reveals the homechoice passed all required tests and calibrations prior to its release from baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The door post will be scrapped during service. Baxter will continue to monitor this product and take corrective/preventive action as needed.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
During evaluation of a homechoice (hc), the product analysis laboratory (pal) determined the hc failed the returned instrument test/evaluation (rite) due to a ground bond failing performance specifications. No allegations were made against any of the patient's dialysis products. No injury or medical intervention was indicated. No further information was provided.